Event description:
It was reported that during a cardiac ablation procedure, a few seconds after pulsed field lesion anterior delivery to the left superior pulmonary vein, the patient exhibited a left bundle branch block. Coronary spasm was suspected and nitroglycerin was administrated. Coronary angiography was then performed and no coronary spasm was observed. The patient then converted back to the rhythm present at the start of the procedure prior to the angiography. The procedure was finished normally, and the patient left the lab healthy with no injury reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.